Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), difficulty was experienced interrogating this device. On the first scan a model number was displayed but no other information. On the second attempt no device was found. Two programmers were on at the time of the interrogation attempts. Boston scientific technical services (ts) discussed turning off both programmers and only using one which resolved the interrogation difficulties. No adverse patient effects were reported.